Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted into the patient's eye softly with sufficient non-amo viscoelastic solution (ovd), the surgeon waited for one minute and discovered the lens was torn in two places. Additional information was obtained by the surgery center confirmed that the lens remains implanted as the tear was not in the visual field. No further information was provided.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site as to date it remains implanted; therefore product testing could not be performed. Report of iol torn cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted